Manufacturer narrative:
Follow-up #1 date of submission 09/02/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box showed multiple call service 127 ¿illegal battery¿ alarms on (B)(6) 2015. During investigation, the pump powered on to a call service 127 ¿illegal battery¿ alarm that could not be cleared. Additional testing could not be completed due to the alarm. The pump casing was removed and the reference voltage of a single component on the pcb was found to be low.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was emitting unknown call service alarms. No additional information was provided. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).